Event description:
It was reported that during a laparoscopic gastric bypass procedure, not all of the staples formed when the device was fired. Opened new instrument to finish case. There was no pt consequence.